Event description:
It was reported that the patient experienced palpitations and shortness of breath. Upon interrogation, the pulse generator exhibited intermittent undersensing that cause delay mode switches. The device was reprogrammed. The patient was well.